Event description:
It was reported that the arctic sun device was being used to treat a baby but showed a red screen and then it was not possible to reheat. Per follow up information received on 01-jul-2022, the device panel screen showed the message ¿error 74 (non-recoverable system error secondary outlet water temperature sensor out of range ¿ low resistance)¿ in a red window, and the device is not reheating. The root cause of reheating issue was being investigated at the evaluation on the field service. Per sample evaluation results received on (B)(6) 2022, it was identified that the equipment was not heating up. Also identified that the water flow of the equipment was low. They replaced circulation pump. Per sample evaluation results received on (B)(6) 2023, the replacement of the water pump, mixing pump as it contributed to the flow issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed mixing pump. The device was evaluated. The low flow was initially determined to be caused by the circulation pump. It was later decided that the mixing pump also contributed to the low flow. The mixing pump was replaced. The device passed all applicable testing and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigation, no additional actions are required. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was being used to treat a baby but showed a red screen and then it was not possible to reheat. Per follow up information received on (B)(6) 2022, the device panel screen showed the message ¿error 74 (non-recoverable system error secondary outlet water temperature sensor out of range ¿ low resistance)¿ in a red window and the device is not reheating. The root cause of reheating issue was being investigated at the evaluation on the field service. Per sample evaluation results received on (B)(6) 2022, it was identified that the equipment was not heating up. Also identified that the water flow of the equipment was low. They replaced circulation pump. Per sample evaluation results received on 06-jan-2023, the replacement of the water pump, mixing pump as it contributed to the flow issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.